Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aoritc balloon pump (iabp) had optical fiber connector became distorted. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1 (initial reporter, event site address), g2.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - e1( event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fiber optic connector assembly replaced. Inspection based on the service manual found to be in good condition. The failure analysis and testing department received the following part associated with this complaint: this part was received with a reported unit failure message of cbl assy. Fo sensor damaged. The failure analysis and testing dept. Performed a visual inspection and found; the fo sensor was broken. The fat dept. Verified the failure message of cbl assy. Fo sensor damaged. Retaining cbl assy. Fo sensor in the fat dept. Note: damage happened during preparation prior to use on the patient. The probable root cause is the fiber optic adapter connector of the cable assembly, fo sensor extension is not robust enough to consistently withstand large and/or repeatable force/impact that the connector may be subjected to over the course of continued use.